Event description:
It was reported that during the implant procedure, there was difficulty extrending/retracting the helix. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) the full lead was returned for analysis. The helix was disengaged from helical channel; blood on helix. The helix would not extend due to being over-retracted.